Event description:
Reporter indicated that a hospital is "having difficulty programming patients because the settings are being changed even after saving the new settings." It is suspected that the programming wand is being moved during the programming session. Good faith attempts to obtain additional information have been unsuccessful to date.